Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging he was unable to obtain a blood glucose value with his onetouch ultramini meter because would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed on an unknown date/time, he attempted to perform a blood glucose test on the subject device when it would not power on. The patient reported that he manages his diabetes with an unknown type and dose of insulin and is a self adjuster. The patient claimed that approximately 4 hours after the alleged issue occurred he developed symptoms of feeling "sweating." He reportedly took the action of consuming food/drink in response to his symptoms at an unknown date/time. No other form of treatment was received. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Based on the information the patient provided, the battery did not need replacing yet. The correct test strips were being used. During troubleshooting, the subject meter powered on by pressing the power button and by inserting a test strip. Replacement products were sent to the patient. The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found; the complaint could not be duplicated. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter has passed testing with no faults found; the complaint could not be duplicated.